Event description:
On (B)(6) 2009, the pt reported that the down button of her infusion device is no longer working. She stated that the issue began a couple of months ago and she noticed it while attempting to bolus. She also reported that the up button emits a beep but no vibration when pressed during a quick bolus. She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.